Event description:
Customer reported a button error on her insulin pump. The act button is not working. Customer cannot exit the rewind complete screen. The issue started last friday and customer has been using shots ever since. Customer's blood glucose is 228 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).